Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. A beckman coulter (bec) field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced multiple parts to resolve the issue. The fse did not identify which part caused the erroneous results. The fse's actions resolved the customer's issue. (B)(4).

Event description:
The customer reported erroneous sodium, potassium and chloride results on instrument au5800 clinical chemistry analyzer, serial (B)(4). The customer reported the generation of erroneous results over two days, the (B)(6) 2016. The events on (B)(6) are related to MDR 9612296-2016-00018. The events on (B)(6) are related to MDR 9612296-2016-00019. The customer reported that on the (B)(6) 2016, they generated four erroneous low patient results. Upon repeat of the same samples on a different instrument (no information supplied) the customer stated these results were within the normal reference range of the assay. The results were reported out of the laboratory and there was no reported change to patient treatment. The customer reported no issues with calibration or quality controls either before or after the event.